Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "actual flow rate very different from requested flow rate connection of a blood bag with a flow rate of 250ml/h. After one hour, when the bag should have been almost finished, the volume of the bag had not changed." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (33-03-185) on the lower housing were intact and undamaged. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. On the day of occurrence, a space line was inserted, and the infusion started with a rate of 225,6 ml/h and a volume of 282ml. After 4 minutes an upstream alarm occurred. The infusion was continued and stopped 40 minutes later. At this time, 167,75 ml must be infused. The reason for the upstream alarm could not be clarified. No other abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,74%. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.